Manufacturer narrative:
H10: the actual device was not available and therefore, could not be evaluated; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "crack in the clear canister" (could not be further clarified) was observed in a clearlink system continu-flo solution set. It was further reported that during priming of the set with an unspecified total parenteral nutrition (tpn) bag, "a crack in the white thing that is in the clear canister part"; the liquid went back into the bag. There was no patient involvement. No additional information is available.